Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. The device was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported by the customer that their insulin pump's keypad was unresponsive to user inputs. Customer stated they did not recall any significant events that lead to the issue or if the device was dropped. Customer's blood glucose level was 139 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.